Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering the insulin. Customer had high blood glucose off 380 mg/dl. Other blood glucose level was 332, 275mg/dl. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.